Manufacturer narrative:
(B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The crack on the fillport was caused by over-torque using a nipro syringe when connected to the fill-port during filling at the user end. Additional: a batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Event description:
The facility representative contacted baxter to report an infusor that had leakage observed during filling. The facility tried to fill the device with 35 milliliters of 5-flourouracil and 120 milliliters of saline. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.